Event description:
The manufacturer received information alleging vent not op. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.